Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (plaintiff had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, depression, anxiety, alopecia, migraine and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff were in need of additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), migraine ("migraines"), heavy menstrual bleeding ("excessive bleeding") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (plaintiff had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, depression, anxiety, alopecia, migraine, weight increased, heavy menstrual bleeding and amnesia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff were in need of additional surgery. Essure explant date discrepancy: (B)(6) 2014 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in social media records: memory loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Patient middle name, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), migraine ("migraines"), menorrhagia ("excessive bleeding") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (plaintiff had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, depression, anxiety, alopecia, migraine, weight increased and amnesia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff were in need of additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: plaintiff fact sheet and mr revived, new reporter, patient demographic, essure lot number, event excessive bleeding , memory loss and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), migraine ("migraines"), menorrhagia ("excessive bleeding") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (plaintiff had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, depression, anxiety, alopecia, migraine, weight increased and amnesia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff were in need of additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (plaintiff had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, depression, anxiety, alopecia, migraine and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff were in need of additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.